Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, failed battery test and check setting alarms during testing noted. The insulin pump passed self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No rewind anomaly and no excessive no delivery alarm during our testing. The insulin pump communicated properly with glucose sensor simulator and the test minilink transmitter and displayed the 112 value properly on the display graph. No weak signal alarm or lost sensor alarm noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was priming her insulin pump last night and she kept getting no delivery alarms. Customer stated that she has been without insulin all night. Customer noticed the no delivery alarm after rewinding and inserting the reservoir. Customer stated that she saw one drop when she tried to do the priming. Customer then received a no delivery alarm. Customer's blood glucose was 478 mg/dl this morning. Customer stated that there is a black dot and it is showing there is no insulin in the pump. Customer stated that she treated with a shot this morning but she wasn't able to deliver a lantus until this morning. Troubleshooting was performed and customer stated that the insulin did exit. Customer stated that the pump alarmed no delivery. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.